Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. Data from the device was sent in for review. The rv impedance trend indicated a gradual rise from 1,494 ohms one year ago up to now 3,000 ohms. The rv intrinsic sensing was stable with r-waves approximately 15 millivolts (mv). The shock impedance was also stable at approximately 55 ohms with some day to day variations. Pacing threshold measurements were within expected limits between 0.7 volts at 0.4 milliseconds to 1.0 volts at 0.4 ms. Boston scientific technical services (ts) recommended reviewing the stored episodes to look for evidence of noise. Ts also recommended performing patient testing in an attempt to create any noise or abrupt changes in pacing impedances. An attempt to reproduce the noise was unsuccessful. The device was programmed to asynchronous pacing at 5 volts for more than five minutes and a lead impedance test was performed. The reported value was 2,900 ohms. The center does not currently monitor patients remotely, so it was decided to replace the lead. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted with normal electrical measurements. No additional adverse patient effects were reported.